Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting recommended the computer of the navigation system be replaced. However, confirmation of replacement has not been provided.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was emitting a continuous noise not expected from the system. While troubleshooting, a medtronic representative reported that the video connection was lost and could not be restored. Restarting the navigation system restored functionality of the monitor. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.